Event description:
The tubing disconnected from the quickset site, resulting in no insulin infusion. This happened on 2 occasions (B)(6) with different lot numbers. Both times, I experienced very high blood glucose (once over 400 and once over 300) that took several hours to correct.